Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information regarding an imaging device. It was reported that the image acquisition system (ias) was not charging. Manual manipulation of the interface (umbilical) cable would result in intermittent charging of the imaging system. There was no patient impact.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable did not pass continuity testing.